Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.

Event description:
It was reported that a patient had gone for total knee replacement and used stryker knees as replacement. Patient is not able to walk even after 02 months of operation. Doctor told patient to arrange ts femur for left leg and that is not available in (B)(6) and patient is in severe pain. As per telephone conversation with patient's son, his mother a (B)(6) year old female had undergone a total knee replacement surgery on both knees, 2 months ago and had fracture of both the knees subsequently, she is unable to walk and is bed ridden. The doctor at institute of spinal injury center in (B)(6) had advised that they need a ts femur for left leg for subsequent surgery, however, the ts femur is not available in india and the patient requires an immediate replacement of the same.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that a patient had gone for total knee replacement and used stryker knees as replacement. Patient is not able to walk even after 02 months of operation. Doctor told patient to arrange ts femur for left leg and that is not available in (B)(6) and patient is in severe pain. As per telephone conversation with patient's son, his mother a (B)(6) year old female had undergone a total knee replacement surgery on both knees, 2 months ago and had fracture of both the knees subsequently, she is unable to walk and is bed ridden. The doctor at (B)(6) had advised that they need a ts femur for left leg for subsequent surgery, however, the ts femur is not available in (B)(6) and the patient requires an immediate replacement of the same.